Manufacturer narrative:
Received two (2) photographs for evaluation. The secondary port clave was observed to be broken off from the cassette. The fracture appeared rigid and uneven, which is indicative of a bending force. Based on the photographic evidence, the reported tubing break was confirmed. The probable cause of the failure is consistent with an unintentional bending force applied during use. The lot history could not be reviewed due to no lot number being provided.

Event description:
A reported incident involving a primary plum set clave port, clave y-site, secure lock, 103 inch the tubing broke while attempting to connect the secondary bag to the blue clave. The incident occurred during an active infusion, with the primary fluid line connected to the patient and infusing. No patient harm was reported; however, the event resulted in a delay in therapy.